Event description:
It was reported that there was a problem with recharging. Patient was getting the antenna too hot screen when charging. Recommended stopping recharge and trying again. Patient stated that she had a peroneal nerve compression in (B)(6) 2009 and had the devices moved in (B)(6) 2009 and then got infected. Then they were implanted in her thigh on her left leg. Since then, she has had weight loss. The devices are about 2 1/2 cm apart. The nerve surgery was not related to the device or lead. This patient had two of the four leads repositioned for lead migration. She noticed stimulation changes after kidney surgery. The patient was diagnosed with renal carcinoma and the pain md suggested that her healing process may have been affected by that. It was not certain if the leads had moved during positioning for surgery. This patient had four octad leads in her left foot and she has had multiple foot surgeries leading to chronic foot and ankle pain. The patient was trying to recharge both devices at the same time, she was instructed to charge separately. The company representative had not heard of any difficulty recharging lately. The hcp responded that it was unknown if the event was attributable to the device. There had been a revision. The device heated up and they did not think it was a problem anymore. She was doing fine with the revision. Please refer to manufacturer report # 3004209178-2010-07479.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.